Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had an infection at the ins incision site post implant. The infection was treated with antibiotics and is now gone. The patient complained the ins location on his upper buttock is very painful and he would like it moved to a more comfortable location. Patient was refered to his hcp by medtronic patient services. He was also having some problems with the patient programmer. Patient was not able to adjust stimulation both with or without the antenna attached. Patient reported problems recharging and had been scheduled for ins replacement. The replacement was cancelled and the medtronic representative was interrogating the device. Ins is reporting an over-discharge. The recharge stats showed one recharge session in (B)(6) but other session was several months previous. Representative used her ins to recharge and reports device went from 0 to 50% in about one hour. Additional information has been requested and if received a follow up report will be sent.